Event description:
It was reported that the ventilator screen went black on a patient. While other preparations were being made to bag the patient, the screen came back on with all readings and waveforms showing up. Later in shift loud alarm from ventilator followed by screen going black again while on a patient. At this time the patient was removed and placed on a manual ventilation bag. The alarm did not stop until the device was completely shut down using the override rocker switch on the side. No patient consequences were reported.

Manufacturer narrative:
The affected device was examined onsite by dräger service and the log file was secured for further investigation. Based on the log file analysis, a "device failure (14)" and derived "alarm system failed" alarm event could be verified for the reported date and time of event. The ventilation was not affected and continued as set. Both alarms were caused by a temporary impaired internal hdbaset communication between the display unit (ecd) and the ventilation unit. The issue was resolved by replacing the ecd adapter pcb of the affected device. In case of an impaired internal hdbaset communication between the ventilation unit and the ecd the alarm message "device failure (14)" will be raised. The ventilation will be not affected and continued as set. The display functions and operability of the ecd might be affected in case of an active "device failure (14)" alarm event depending on then technical root cause. If the internal hdbaset communication fails completely, the secondary alarm (piezo speaker) of the ventilation unit will sound. Safety relevant parameters as fio2, minute volume and airway pressure are displayed on the supplemental oled-display wherein the user can observe the ongoing ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.